Event description:
The patient also experienced jolting sensation and ended up having a revision surgery for his leads. He had old programs in his remote and they needed to be turned down all the way to 0. The ins was turned back on and given all new settings. He did complain of it being too high but he was just fine. Everything turned out fine and the patient was doing great.

Event description:
The patient experienced a shocking sensation while the ins was interrogated by the 8840, even though it was turned off. The additional information has been requested.

Manufacturer narrative:
Programmer model 8840, lead model 3889-28, lot# v779354, implanted: (B)(6) 2011, programmer model 3037, serial# (B)(4).

Manufacturer narrative:
(B)(4)